Event description:
Customer called customer service regarding a sensor alarm message on his freestyle navigator continuous monitoring system. The device has been returned and during the course of the investigation a crack/fracture was found near the battery compartment in addition to corrosion on the battery contacts. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The device has been forwarded for additional investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Event description:
It was reported that the atrial lead had a history of inappropriate automatic mode switches due to noise. During the lead extraction, insulation degradation was noted. The lead was replaced.

Manufacturer narrative:
(B) (4). Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c.